Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. In turn, the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.